Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿long-term outcomes of the bi-metric proximally hydroxyapatite-coated femoral stem,¿ which aimed to evaluate the 20 years survival and clinical and radiological results in a prospective cohort of patients. Twenty-four patients identified in the article were reported to show a pedestal sign, which may be a sign of inferior fixation and micromotion of the stem. There has been no further information provided and the patient outcome is unknown.